Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The culprit target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that some stent struts were a little lifted and misaligned. The procedure was completed with a different 2.50 x 16 stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Event date: week of (B)(6) 2018. (B)(4).

Event description:
It was reported that stent damage occurred. The culprit target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that some stent struts were a little lifted and misaligned. The procedure was completed with a different 2.50 x 16 stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. The mid-section and distal portion of the stent was damaged and stretched in a distal direction over the distal markerband and balloon cone. The proximal end of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The culprit target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that some stent struts were a little lifted and misaligned. The procedure was completed with a different 2.50 x 16 stent. No patient complications were reported and the patient's status was fine.